Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in an unspecified vessel below the knee. The 2.5x15mm maverick2 balloon catheter was advanced and during an unknown inflation, the balloon ruptured at 10atms. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in an unspecified vessel below the knee. The 2.5x15mm maverick2 balloon catheter was advanced and during an unknown inflation, the balloon ruptured at 10atms. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a complete circumferential tear in the balloon material. The tear was located at 4mm distal to the distal edge of the proximal markerband. A detailed examination of the balloon material and of the markerbands, could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states that the "the maverick 2 monorail ptca dilation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." The complaint states that the device was being used for a below the knee (btk) procedure. (B)(4).